Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v181439, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that since implant, the interstim had not been working. It was stated that ¿it was not working, but was not hurting.¿ the patient indicated the battery ¿may need to be replaced.¿ a product malfunction was not confirmed. The patient had an appointment about a year prior because their device was not working. The healthcare provider noted, the patient was able to urinate and void completely, but the patient was unsure if the interstim was the cause. It was stated, the manufacturer representative was at the appointment. Additional information has been requested, a follow up report will be sent if additional information is received.